Event description:
It was reported there were higher than normal impedances during stage 2 implant. It was noted the leads were implanted 12 days prior. Impedances on c0 and c1 were greater than 10,000 ohms. The healthcare provider (hcp) disconnected the extension and lead and noted the 0 and 1 electrode appeared to be different spacing than the other electrodes, lead stretched. It was noted the remaining electrode values were in normal range, 1500 ¿ 1900 ohms for bipolar and 1100 range for unipolar for c2 and c3. Additional information received six days later reported the hcp corrected the issue and all impedances were in normal range. No interventions were taken or planned. It was noted the patient had not been programmed yet.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).